Manufacturer narrative:
During use, the smart control self expanding stent (ses) did not deploy. Additional information was received, and the smart control ses was received with the stent protruding 0.5cm. There was no patient injury. The smart control ses was removed and replaced with the same type of stent to complete the operation successfully. The physician performed a right superficial femoral artery stent implantation for a patient using a smart control ses which was moderately tortuous, severely calcified with seventy percent (70%) stenosis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted to the stent delivery system prior to use. The device was prepped in the tray. When removed from the tray the stent was still constrained within the outer member/sheath. The target lesion diameter is 5mm and the vessel length is 90mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. After fully pre-dilating the competitor's balloon, the stent was advanced for deployment. The percentage of stenosis after pre-dilation was thirty percent (30%). Before release, the safety clasp was removed, and the fine-tuning knob was turned. As a result, the stent was not released at all after more than twenty turns. So, the stent was removed and replaced with the same type of stent to complete the operation successfully. A competitor's 6f sheath introducer was used. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock or the sds. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. The stent delivery system (sds) did not pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to attempting the stent deployment. No other information was reported. The device was returned for analysis. A non-sterile ses smart control 6x100 120 was received coiled inside a plastic bag. Per visual analysis, stent was noted to be pre-deployed 1 cm. The outer body shaft was noted to be bent at the strain relief area. No other anomalies were noted. During the deployment test, a sudden separation of the outer shaft occurred at the strain relief where the device was previously bent, due to this, the test could not be successfully performed. A product history record (phr) review of lot 17788422 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was confirmed since the functional test could not be performed. Nevertheless, the outer shaft was noted to be bent at the strain relief area upon receipt of the device. However, the exact cause of the damage noted could not be conclusively determined during the analysis. Vessel characteristics of moderate tortuosity, severe calcification, and seventy percent (70%) stenosis as well as procedural and handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. During use, ensure the locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ analysis results and phr review results do not suggest that the reported event is related to the manufacturing process. Therefore, no actions will be taken.

Event description:
During use, the smart control self expanding stent did not deploy. Additional information was received and the smart control ses was received with the stent protruding 0.5cm. There was no patient injury. The smart control ses was removed and replaced with the same type of stent to complete the operation successfully. The physician performed a right superficial femoral artery stent implantation for a patient using a smart control ses which was moderately tortuous, severely calcified with seventy percent (70%) stenosis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted about the stent delivery system prior to use. The device was prepped in the tray. When removed from the tray the stent was still constrained within the outer member/sheath. The target lesion diameter is 5mm and the vessel length is 90mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. After fully pre-dilating the competitor's balloon, the stent was advanced for deployment. The percentage stenosis after pre-dilation was thirty percent (30%). Before release, the safety clasp was removed and the fine-tuning knob was turned. As a result, the stent was not released at all after more than twenty turns. So the stent was removed and replaced with the same type of stent to complete the operation successfully. A competitor's 6f sheath introducer was used. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock or the sds. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was contralateral. The sds did not pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to attempting the stent deployment.